Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. The field service engineer (fse) replaced the sample probe. The investigation is ongoing.

Event description:
There was an allegation of questionable calcium, albumin, creatinine, urea, magnesium, c-reactive protein, valproate, total cholesterol, and lactate dehydrogenase (ldh) results for 12 patient samples on a cobas c 503 analytical unit. The customer questioned the initial results as they did not match the patients' previous results or clinical histories. Refer to the attachment to the medwatch for all patient data. The units of measurement for total cholesterol and ldh were not provided.

Manufacturer narrative:
The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.